Event description:
It is reported that the surgeon made several attempts but was unable to lock the poly on the tibial tray.

Manufacturer narrative:
Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As returned, the measured dimensions are within specifications; damage is observed on the anterior and posterior regions bottom surface as well as on the dovetail. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.